Event description:
Revision surgery was performed due to anterior hip pain at 1 year and 6 months from the primary. The cup, liner and head were removed and replaced with a dual mobility competitor cup.

Manufacturer narrative:
Batch review performed on 08 aug 2024 lot 2204579: (B)(4) items manufactured and released on 22-may-2022. Expiration date: 2027-05-09. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised batch review performed on 08 aug 2024 on liner: mectacer 01.29.413 ceramic liner ø 36 / e lot. 2218800 lot 2218800: (B)(4) items manufactured and released on 27-oct-2022. Expiration date: 2027-10-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Product not marketed in us. Batch review performed on 08 aug 2024 on ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2211909 lot 2211909: (B)(4) items manufactured and released on 06-sep-2022. Expiration date: 2027-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.